Event description:
The customer reported that there was no suction when using the subject device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found partially clogging the air/water nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, a brown substance was found partially clogging the air/water nozzle which resulted in air and water not being supplied at the output of the scope. The reported event (no suction) was not confirmed. Suction volume inspection did not result in any malfunction. In addition, insulation resistance was out of specification, the plastic distal end cover was scratched, the adhesive on the bending section cover was separated, switch 1 was worn, the universal cord was buckled, and angulation was out of specification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: delayed reprocessing, storage environment and chemicals used. A definitive root cause cannot be identified. This issue is covered in the instructions for use: IFU (reprocessing manual) says about insufficient reprocessing and reprocessing immediately after procedure as below: ¿insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ it also says that user should use the aw channel cleaning adapter to prevent clogging of the a/w nozzle as below: ¿to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use.¿ IFU (operation manual) warns as below: ¿thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection-control risk to each person who handles the endoscope within the hospital or at olympus.¿ olympus will continue to monitor the field performance of this device.